Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the riata lead was broken. The lead was replaced with no adverse consequences to the patient. Further information was requested but not received.